Event description:
It was reported that a patient had a revision surgery due to "some fractures" of the leads. The leads were replaced with a different model and the implantable neurostimulator (ins) was replaced as well in (B)(6) 2011. It was noted that the patient's stimulation therapy was "fine" now. No further information was provided. More information has been requested and if received a follow up report will be sent.

Event description:
Additional information indicated that the patient had a revision surgery on (B)(6)-2011 at which time she had the percutaneous leads replaced with a model 39565-65 paddle lead, according to manufacturer database.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37082-20 lot# serial# (B)(4), product type extension product ID, 3487a lot# v166106, implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 3487a lot# v166106, implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type lead. (B)(4).